Event description:
It was reported by service report that the foot end of the bed would not go down. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result: the power coil cord malfunctioned.